Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing was detached from connector on (B)(6) 2022. The blood glucose level of the patient at the time of event was 240 mg/dl. The infusion had been used for two days. Further, the infusion set was replaced, and insulin was resumed successfully. No further information was available.